Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, urinary tract infection, and gastritis. The customer stated that she was on a medication. The blood glucose reading at time of her admission was 131mg/dl. The customer was not feeling well, and she believes there is a virus going around. The customer stated that she was taken off the insulin pump, and she is getting back on the device. No further information was provided.